Manufacturer narrative:
The device was returned to the manufacturer for analysis. The returned probe was found to be in good condition with no apparent physical damage. With a known good tracker attached, the probe returned a good divot error or .3 mm to .7 mm. No problem found. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
A medtronic representative reported that the instrument was causing inaccuracies during navigation. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.